Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. The patient reported that she first began experiencing a skin reaction on 07/09/2026, consisting of itching, blisters, and dry skin. On 07/14/2026, her condition worsened, and she developed increased itching, a burning sensation, blisters, and dry skin affecting multiple areas of her body, including her shoulders, chest, and arms. She stated that the symptoms were not localized to the sensor insertion site, which was located on the back of her arm. Due to the severity of her symptoms, she called an ambulance and was transported to the Emergency Department (ED). While in the ED, the healthcare providers were unable to determine the cause of her skin reaction. She was prescribed oral antiviral medication Valacyclovir 1 mg, three tablets daily; Benadryl antihistamine tablets, three tablets daily (2 mg each) and topical Desoximetasone 0.05% cream, Benadryl cream, ice patches and Lidocaine patches. No additional treatment was provided. She was discharged from the hospital on (b)(6) 2026. The patient reported that the sensor she suspected might be related to the reaction remained inserted in her arm as of (b)(6) 2026 and continued to provide glucose readings. She stated that the sensor was not removed during her hospitalization. She was unsure whether the reaction was related to the Dexcom sensor or another factor. At that time, she reported feeling better due to the medications she had been taking. On (b)(6) 2026, the patient returned for a follow-up appointment. During the visit, she was prescribed a 10 mg analgesic medication, Doxepin 10 mg, and Lidocaine 5% patches. No additional medications were prescribed, and no diagnostic tests were performed. The healthcare providers were still unable to identify the cause of the reaction and could not confirm whether the Dexcom sensor was responsible. She was advised to maintain a balanced diet, continue taking her prescribed medications, and follow up with a dermatologist. The patient reported that her condition had improved and that she was feeling better. At the time of the report, the patient stated that her condition had improved and that she was feeling better. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).